Event description:
The advocate stated that the blood glucose result received on the contour meter was 488 mg/dl. The test was repeated on a different meter and was 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.